Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. Antibiotics was required. The implantable pulse generator (ipg) and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.